Event description:
Late (B)(6) 2024 we had to send a patient to stac following an aborted procedure. The gi doctor was doing an egd with peg placement (moderate sedation) and the wire to pull the peg through the opening broke off as he was pulling it through the incision so he was unable to pull the peg through the incision and unable to complete the procedure. The entire peg tube was still inside the patient. They called 911 and the patient was taken to stac and the gi doctor went to the stac and completed the procedure under general anesthesia. We received report that the patient is ok but he has not returned yet. The peg that was used is not our usual peg ¿ I believe it was a replacement product due to backorder. The procedure nurse said she has never had this happen before.